Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on 2023-12-31 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2023-12-31. Data for the described event date of 2024-04-16 was reviewed, however no cgm glucose reading below 75mg/dl was found. Instead, cgm glucose data which closely matches complaint description was found on 2024-04-15. The last cartridge and infusion set change operations prior to the review date were on 2024-04-13 at 1:11pm. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a sharp rise in cgm glucose (increasing more than 2 mg/dl/minute) with only a brief period spent above range, with a peak cgm glucose of 188 mg/dl. Cgm glucose begins to fall and insulin dosing is suspended when cgm glucose is 170 mg/dl and trending downwards. This is followed by a brief period of hypoglycemia (nadir cgm glucose 48 mg/dl, one cgm reading less than 54 mg/dl). The device logs show the ilet triggered the low glucose, urgent low soon, and urgent low glucose alerts appropriately. No evidence of ilet malfunction was seen in the engineering logs. The ilet not seen making basal requests for insulin in event leading into the low event, as well as throughout the described low event. No more than 1 meal announcement was seen on some dates. Data on the review date indicates that the ilet is responding to increasing cgm glucose readings by adjusting basal deliveries and pausing deliveries when cgm glucose is decreasing at a rate of at least 2mg/dl per minute. Delivery requests do not resume until cgm glucose is at least 80mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by suspending insulin and triggering alerts in response to falling and low cgm glucose values. It is likely that the rapid changes in cgm glucose contributed to the severity of the user's symptoms and their need for assistance to treat the hypoglycemia. Having the device volume set to "off" likely delayed the user's response to the event, which also potentially contributed to the severity of their symptoms and need for assistance.

Event description:
On 4/16/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 4/15/24. The user's mother contacted the cds and reported the user was at a play rehearsal when their bg dropped low. The mother stated the user "felt really bad" and as though they were "going to pass out." The user treated the low bg but needed assistance. On 4/18/24 a beta bionics customer care agent followed-up with the user's mother about the event. The mother reported the user's bg dropped to 40 mg/dl. The user was able to eat fruit snacks to treat the low. The user is currently not experiencing any further issues.